Event description:
The reporter called and alleged discrepant results when compared to the lab. The rported device results were 4.7, >8.0 and 5.0 inr. The corresponding lab results were 3.4, 5.1 and 3.4 inr. The dates of the tests were 6/2, 5/17 and 5/18/2006. The pt's coumadin was adjusted based upon the lab results. The reporter declined product replacement.